Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the case, the clips were not closed and they do not hold the necrotic tissue. The surgery time was extended more than thirty minutes. The incision extended by more than 1 inch due to the procedure being changed from endoscopic to open surgery.